Event description:
Based on additional information was received on (B)(4) 2014 from the physician, the case became medically confirmed and the case initially assessed as not related was reassessed as related. This solicited device case from (B)(6) was received on (B)(6) 2014 from a patient via patient support program. This case concerns a female patient of unspecified age who developed swelling in the knee region into the lower thigh and right knee swollen after receiving treatment with synvisc one injection. No relevant medical history, past drugs, concomitant medication or concurrent condition was reported. On an unknown date in (B)(6) 2013 (approximately (B)(6) 2013), the patient initiated treatment with synvisc one injection, at a dose of 6 ml, once (route of administration, batch/lot number and expiration date were not provided) into knee which she thought was in the right knee for an unknown indication. On an unknown date in (B)(6) 2013, the patient had swelling for one week or more in the knee region into the lower thigh. On an unknown date in (B)(6) 2013, the patient developed pneumonia and was admitted to hospital on (B)(6) 2013 for 2 weeks and the swelling subsided. It was reported that the patient got good relief in the long run. On (B)(6) 2014, the patient again received synvisc one injection into the right knee and her right knee was swollen and tight a couple of inches above the knee with shooting pains up into the hip. It was reported that patient had persistent swelling of thigh. Action taken: unknown; no corrective treatment was reported. Outcome: recovered for swelling in the knee region into the lower thigh and right knee swollen, a pharmaceutical technical complaint (ptc) was initiated. With global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. Reporter's serious assessment: persistent or significant disability/incapacity (for swelling in the knee region into the lower thigh and right knee swollen); additional information was received on (B)(6) 2014. Ptc investigation results were added. Additional information was received on (B)(6) 2014 from the physician. The case became medically confirmed and the case initially assessed as not related was reassessed as related. The events of pneumonia, tight a couple of inches above the knee and shooting pain up into the hip were removed. The outcome of events swelling in the knee region into the lower thigh was added from recovered to recovering and outcome of event right knee was updated from not yet recovered to recovering. The reporter's seriousness assessment for the events of swelling in the knee region into the lower thigh and right knee swollen was added. Clinical course was updated and text amended accordingly.

Manufacturer narrative:
Pharmacovigilance comment: sanofi follow-up company comment dated (B)(4) 2014: as per the follow-up information received the events of pneumonia and right/shooting pains into hips were removed and the seriousness criteria was updated. Sanofi company comment dated (B)(6) 2014: in this case, the follow up information received, does not change the previous case assessment; sanofi company comment dated (B)(4) 2014: based on the information provided, the role of synvisc is one unlikely for the event of pneumonia, however lack of information concerning patient's medical history and concomitant medications precludes the comprehensive assessment of this case.